Event description:
It was reported that the patient presented in the clinic for a follow-up. Upon interrogation, the right ventricle lead exhibited noise that was oversensed by the device. The physician decided to replace the lead. During the procedure, visual inspection revealed insulation damage on the lead. The lead was capped and replaced on (B)(6) 2026. The patient was in stable condition.